Manufacturer narrative:
Article citation: barao, rafael correia et al. "Automated gonioscopy assessment of xen45 gel stent angle location after isolated xen or combined phaco-xen procedures: clinical implications". Journal of glaucoma, june 16, 2020, pages 1-31. Further information from the corresponding author regarding event, product, and patient details has been requested. No additional information is available at this time. The events of device migration, gel stent curling, irido-corneal touch, bleb-related issues, and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. [(B)(4)].

Event description:
The article "automated gonioscopy assessment of xen45 gel stent angle location after isolated xen or combined phaco-xen procedures: clinical implications" noted patients with an implanted xen 45 gel stent experienced the serious adverse events of 4 eyes experienced stent kinking/folding ; 6 eyes experienced device migration ; 1 eye experienced iris touch ; 4 failures occurred before year on and were all due to early bleb failures by month 3, ultimately 3 of these 4 had a new xen implanted ; and 16 other failures occurred at an average of 23 months as they needed additional drainage surgery.